Event description:
In 2002, the patient had 17 episodes, 3 classified as tachycardia, 14 as fibrillation. The device detected and started to give therapies. The high voltage impedance was above 200 ohms. The amount of energy was below 27 joules. The patient lost consciousness and was resuscitated and sent to a hospital.